Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor initially failed to pair with the ilet, and after guided troubleshooting that included toggling sensor settings and reentering the pairing code, the sensor connected and began transmitting glucose data, indicating an intermittent communication failure involving the electrical/magnetic subsystem and antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and internal performance reports. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure, with involvement of the antenna device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.